Event description:
The customer was hospitalized for high bgs. The customer stated that they felt arm and chest pain. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw was completed and passed. However, the high-pressure test did not pass twice. During the testing it was found that the customer is having trouble with the tape sticking on the quickset and at times the quickset comes off. The infusion sets were changed every four days and sometimes the sets were not placing properly. Instructed the customer to change the infusion sets every three days.